Manufacturer narrative:
One device returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
During the removal of a stent, the physician noticed that the stent had fractured. The stent was removed and a new stent was placed. No injury to the patient was reported.

Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and a fracture was identified down the length of the stent from proximal to distal end. The complaint was confirmed. The root cause could not be confirmed. The complaint database was reviewed and no similar complaints for this lot number were found.